Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) level was 550 mg/dl with moderate ketones. The customer administered a correction bolus to treat elevated bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Replacement infusion sets and cartridges were sent out to customer.